Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 2000mcg/ml at a dose of 700mcg/day. The pump's indication for use (IFU) was listed as cerebral palsy and intractable spasticity. Since (B)(6), the patient had experienced a lack of therapeutic benefit, increased spasticity and decreased mobility. On an unspecified date, a dye study was attempted; however, it was not completed as the catheter could not be aspirated. The pump was read and a motor stall was noted from (B)(6). The pump was replaced and returned for analysis. The catheter was also replaced; however, the surgeon was unable to explant the entire catheter due to a fracture at the spinal segment. As of (B)(6) 2015, the issue was resolved and the patient's status was reported as alive-no injury.